Manufacturer narrative:
On 4/23/2021, it was reported to mentor that there was no rupture of the devices. The patient experienced breast implant illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product was returned to mentor for evaluation. On 6/2/2021, during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc on the left side and with mentor memorygel breast implant 325cc on the right side and suffered from bilateral generalized illness and capsular contracture and rupture. The patient experienced breast implant illness, shoulder pain down arm, tingly in hands, numbness, contractures, maybe ruptured, really painful, list of the symptoms for the illness. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the right breast implant.